Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after a recanalization catheter had been activated for approx two and a half mins in the distal popliteal artery, resistance was encountered during advancement and the catheter was then retracted with some difficulty. After removal, approx 100cm of the catheter appeared to be accordioned. There was no reported pt injury.